Event description:
Sales rep (B)(4) reported on behalf of the customer, (B)(6), that one pt pro tls appeared to have a faulty manual release lever upon receipt at the customer's site. The trolley reportedly does not drop when needed.

Manufacturer narrative:
Device scheduled to be evaluated and repaired by the MFR. Manual release lever.